Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery life was less than expected. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2014 with the following findings: there was evidence of a short battery life event on 02/07/2014 with a sudden voltage drop by 9 count from 1.29vp to 1.20vp leading to a cs128 call service alarm. No battery alarms or warnings occurred during the investigation. The sleep current draw was found to be high. The sleep current returned to specification after unplugging the continuous glucose monitoring module from the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.